Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump has a system error¿ was confirmed by checking the 1cc ear clip syringe. It is found that the optocoupler sensor was not working. Device was repaired by replacing the optocoupler sensor and the ear clip. Reset to standard configuration. The probable cause was the faulty optocoupler sensor. After replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "system error"; during device evaluation it was found that the optocoupler sensor was not working. No other information provided.